Manufacturer narrative:
(B)(4). Batch # m92r0t. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the teflon tissue pad got detached from the device. No harm to the patient declared.

Manufacturer narrative:
(B)(4)